Event description:
It was reported that the xience v 3.5 x 23 mm stent was implanted in a calcified lesion in the mid right coronary artery (rca). Post deployment, an edge dissection was noted at the proximal end of the stent. A xience v 3.5 x 15 mm stent was implanted to cover the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.